Manufacturer narrative:
The field service engineer found the cell blank water was overflowing the reaction cells. He adjusted all the rinse mechanism cell rinse discharge volumes and performed a hardware check that was successful. The customer performed calibration and qc that passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 result from the cobas 8000 cobas c 701 module. Sample 1 original result was 5.2 mg/dl and the repeat result was 9.4 mg/dl. Sample 2 original result was 5.6 mg/dl and the repeat result was 9.7 mg/dl. Sample 3 original result was 5.9 mg/dl and the repeat result was 8.5 mg/dl. The questionable results were reported outside of the laboratory. The repeat results were believed correct. The regent lot number was 693360. The expiration date was requested but was not provided.